Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes are exploding and the tops are crooked. The issue occurred 3 times. The following information was provided by the initial reporter: customer problem: customer is reporting tubes exploding on product 367899, lot 2048419. Steps taken with customer/troubleshooting: customer is reporting multiple tubes explode in the tube system, and birth center had one explode while drawing it in the patient's room. Customer stated that upon further examination of the tubes, they found that the caps are crooked.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-09-30. H.6. Investigation summary: bd received 600 samples from the customer in support of this complaint. The samples were inspected with no issues being identified. Additionally, 10 customer samples were functionally tested and there were no issues related to the hemogard closure assembly, being loose or separating during or after the testing was completed. Furthermore, 100 retention samples from the bd inventory from both lots were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were functionally tested and no issues with the hemogard closure assembly being loose or separating during or after the draw testing were observed. Bd was unable to confirm the customer¿s indicated failure mode with the samples that were returned, and the failure mode could not be seen in the photo as the closure was not the manufactured closure and could not be duplicated in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The instructions for use state that reinsertion of the hemogard closure is to replace closure over tube, twist and push down firmly until stopper is fully reseated. Complete reinsertion of the stopper is necessary for the closure to remain securely on the tube during handling. H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes are exploding and the tops are crooked. The issue occurred 3 times. The following information was provided by the initial reporter: customer problem: customer is reporting tubes exploding on product 367899, lot 2048419. Steps taken with customer/troubleshooting: customer is reporting multiple tubes explode in the tube system, and birth center had one explode while drawing it in the patient's room. Customer stated that upon further examination of the tubes, they found that the caps are crooked.